Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and could not confirm the reported issue. A system checkout was performed and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a catheter placement. It was reported that it took 6 attempts before a successful registration occurred. The initial registration attempt included touch points only and the health care professional (hcp) felt inaccurate. Combination of trace and touch points were used during the registration attempts. Ultimately removing red touch points and using trace pattern resulted in an acceptable registration. The hcp confirmed accuracy on a fiducial and indicated an inaccuracy of 3-4 mm. The hcp chose to use the tragus and said that they were inaccurate in the coronal plane, but after pushing a little more on the tragus and the anatomy appeared in view. The trace pattern did not go far laterally only the nose and apex of the head. The hcp proceeded with the procedure. Upon going sterile they tunneled and ran the peritoneal catheter and then made a the burr hole and placed the ventricular catheter. The hcp did the first pass and did not get cerebrospinal fluid (csf). The hcp again alleged inaccuracy. They removed the catheter and as well the metal wheat landers on the second pass the hcp passed the catheter. This time they were able to get the csf but indicated that he had to position the stylet deeper into the images of the ventricle to the access the csf. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue because the behavior could not be re plicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a catheter placement. It was reported that it took 6 attempts before a successful registration occurred. The initial registration attempt included touch points only and the health care professional (hcp) felt inaccurate. Combination of trace and touch points were used during the registration attempts. Ultimately removing red touch points and using trace pattern resulted in an acceptable registration. The hcp confirmed accuracy on a fiducial and indicated an inaccuracy of 3-4 mm. The hcp chose to use the tragus and said that they were inaccurate in the coronal plane but after pushing a little more on the tragus and the anatomy appeared in view. The trace pattern did not go far laterally only the nose and apex of the head. The hcp proceeded with the procedure. Upon going sterile they tunneled and ran the peritoneal catheter and then made a the burr hole and placed the ventricular catheter. The hcp did the first pass and did not get cerebrospinal fluid (csf). The hcp again alleged inaccuracy. They removed the catheter and as well the metal wheat landers on the second pass the hcp passed the catheter. This time they were able to get the csf but indicated that he had to position the stylet deeper into the images of the ventricle to the access the csf. There was less than an hour delay in the procedure. No impact on patient outcome.